Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h10: investigation results: the returned cre rx dilatation balloon was analyzed, and a visual found that the rx tunnel (black sheath) was detached. Also, the catheter was found kinked, specifically in the portion of the missing black sheath. Media inspection found one of the photos showed the black sheath attached to the device and the second photo showed the black sheath after being detached from the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment was confirmed. The results of the analysis performed on the returned device found that the device returned with the rx tunnel (black sheath) detached. Also, the catheter was found kinked specifically in the portion of the missing black sheath. It is possible that the rx tunnel detachment occurred due to procedural factors such as excess of force, pressure or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the rx tunnel to detach. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two cre rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the rx tunnel (black segment or sheath) of the device detached inside the patient and stent deployment could not be performed. A photo of the device was provided by the customer and showed that the rx tunnel of the device was detached. The detached rx tunnel was able to be removed from the patient using graspers. The same problem occurred with the second cre rx dilatation balloon. The procedure was completed with a third cre rx dilatation balloon and the stent was able to be placed. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two cre rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the rx tunnel (black segment or sheath) of the device detached inside the patient and stent deployment could not be performed. A photo of the device was provided by the customer and showed that the rx tunnel of the device was detached. The detached rx tunnel was able to be removed from the patient using graspers. The same problem occurred with the second cre rx dilatation balloon. The procedure was completed with a third cre rx dilatation balloon and the stent was able to be placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.